Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device surface and in the suction tube. Under magnification, it was observed that the manifold at 6 o'clock position of the tip shows signs of melting. This damage to the tip would lead to the sparking of the electrode and display output shorted error, confirming this complaint. The electrode was not tested to avoid further damage to the tip. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Due to an increasing trend in the number of this reported failure, a supplier CAPA has been initiated. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA is currently being monitored for its effectiveness. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported his vapr s90 electrode sparked during a shoulder procedure. The surgeon took the device out and it was noticed the metal piece to the cannula of the scope was melted. He used another electrode to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No debris fell inside the patient. The sales rep was not present. No further details were available.

Event description:
The sales rep reported his vapr s90 electrode sparked during a shoulder procedure. The surgeon took the device out and it was noticed the metal piece to the cannula of the scope was melted. He used another electrode to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No debris fell inside the patient. The sales rep was not present. No further details were available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device in transit.